Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient complained of feeling uncomfortable with atrial pacing. Further analysis revealed the patient experienced twiddlers syndrome. As result, the implanted leads were dislodged as confirmed via fluoroscopy. A surgical revision was performed in which this right ventricular (rv) lead was successfully repositioned. The rv lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient is a breast cancer survivor, and the patient believes the lead dislodgement was due to the breast implants moving and unseating the leads rather than twiddler's syndrome. The patient also reported that there have been some undersensing and oversensing issues with the leads and some possible minute ventilation signal oversensing. The patient is considering replacing this system with a competitor's leadless pacemaker system. This product remains in service at this time. No additional adverse patient effects were reported.